Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise when the patient used a body fat scale. The timing of the noise when using the scale was off-set by one day indicating the device clock was off. The device and lead remains in use. No patient complications have been reported as a result of this event.